Event description:
It was reported during a procedure that the saw blade broke. The procedure was completely successfully without a clinically significant delay and no adverse consequences were associated with this event.